Event description:
It was reported that during implant, high impedance was observed. The newly implanted lead was replaced and high impedance was still observed. The device was replaced and measurements were in range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported high lead impedance was confirmed in the laboratory via review of programmer printouts. The device was tested manually on the bench and was found to be normal. No device anomaly was observed. The cause of the field observation of high lead impedance could not be determined.